Event description:
The patient called in response to the recall notice. No physiological effects were reported. The insulin infusion device was replaced and requested to be returned for evaluation. On 07/23/2009, an evaluation of the device found that both the up and down buttons were defective.